Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed. The root cause was that the patient reused the disposable set and solution bags. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check lines and bags alarm during prime. The hp stated he would change the one bag, when he needed to start over with all new supplies. The hc was back to prime and the error cleared. There was patient involvement. No patient injury or medical intervention was reported. A follow up was done via phone. The hp stated they know about contamination and needing to change out the entire set up. The hp has continued therapy no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.